Event description:
During hemodialysis treatment, the secondary heparin infusion tubing became disconnected. The patient became hypotensive. Treatment was ended and the patient was transferred to the emergency room. The patient was discharged after two liters of saline were administered intravenously. Estimated blood loss 190 cc (hemodialysis cartridge capacity) plus floor spillage.

Manufacturer narrative:
No product malfunction has been identified. An evaluation of the returned cartridge did not find any defects with the male/female fittings of the hemodialysis heparin line. The user guide notes that mated luer-connections must be secure. Failure to make proper connections may cause compromised treatment, blood loss, injury, or death.